Event description:
Additional information was received from a manufacturer representative (rep) reporting the course of the discomfort was due to a possible short in the lead battery. This was a result of the patient falling off their deck. The cause of the issue is believed to be because of a recent fall. The surgery will take place to explant and re-implant the system.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 37602, serial#: (B)(4), implanted: (B)(6) 2017, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer¿s representative (rep) who reported they were expected to have surgery because of some discomfort that they thought was unrelated to the implanted systems. The consumer had discomfort in their neck (they were a hunter so they presumed the discomfort was attributed to something associated with this activity) so they were going to move the rechargeable battery. An impedance check was performed at 1.5 volts and 3 volts. At 1.5 volts there were no problems, but when impedances were run at 3 volts the monopolar values were normal, but 0 and 1 showed ¿low.¿ impedances were re-run at 3 volts and 0 and 1 were no longer showing a short, but c0 displayed a value of 3,600 ohms and 02 was at 4,318 ohms. After seeing the impedance values the manufacturer¿s representative (rep) indicated the discomfort may be related to the deep brain stimulation (dbs) system. The rep stated the healthcare provider (hcp) originally contacted them about the discomfort on (B)(6) 2020, but they didn't think it was related to the system at that time. There were no other side effects or issues related to this case and the procedure was not currently scheduled. It was later reported the implantable neurostimulator (ins) was dead (had depleted within the last 10 days) and wouldn't communicate with the clinician programmer. The hcp asked the consumer not to charge the device because they were going to do a revision of the system.